Event description:
A malfunction on the customer's insulin pump was reported, with no notable events occurring prior to the issue. The malfunction led to the customer's blood glucose levels displaying as "high," but no specific value was known. To address the high blood glucose, the customer took corrective action by administering a correction injection via multiple daily injections (mdi). There was no assistance required from a third party. Ultimately, the pump was replaced and instruction on returning malfunctioning pump, as well as setting up their new pump, was communicated to the customer.